Manufacturer narrative:
Event date = date of social media (B)(6). Initial reporter is unknown. Event reported via social media during listening period. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Event identified through monitoring of social media. Patient death is reported to have occurred. No further information available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.